Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of below 20 mg/dl. Reportedly, customer was in an "altered mental state." Cause was not known. Reportedly, the customer drank sugary coffee to address bg. Customer went to the emergency room. Customer was treated intravenously with saline. Treatment resolved the issue and there was no permanent damage. Multiple attempts were made by tandem technical support to confirm when customer was released, however, no response was received.